Event description:
Reference MFR report number: 3006705815-2019-02219.

Manufacturer narrative:
Concomitant products; model 3186, scs lead : therapy date could not be provided as awareness date is not available. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02219. It was reported that the patient had an x-ray and it was determined that her leads have migrated. Surgical intervention was undertaken during which one of the leads was explanted and replaced. Therapy was restored post-operatively. It is unknown which lead was replaced, therefore both are being reported on.